Event description:
During a follow-up, failure to capture was observed on the left ventricular (lv) lead. Upon investigation, the leads were dislodged due to twiddler's syndrome. Diagnostic imaging was performed to confirm lead dislodgment. The leads were explanted and replaced to resolve the event, and the patient was in stable condition.